Manufacturer narrative:
E1 - (B)(6) hospital. Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon is separated 10cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately calcified and non-tortuous superficial femoral artery. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon burst at 6 atmospheres before reaching standard pressure. The device was removed with the guidewire and catheter, and the procedure was completed with another of same device. No patient complications were reported, and patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately calcified and non-tortuous superficial femoral artery. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon burst at 6 atmospheres before reaching standard pressure. The device was removed with the guidewire and catheter, and the procedure was completed with another of same device. No patient complications were reported, and patient status was stable.

Manufacturer narrative:
Initial reporter facility name: the second affiliated hospital of guangzhou medical university device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon is separated 10cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately calcified and non-tortuous superficial femoral artery. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon burst at 6 atmospheres before reaching standard pressure. The device was removed with the guidewire and catheter, and the procedure was completed with another of same device. No patient complications were reported, and patient status was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).